Event description:
It was reported that partial stent deployment occurred. The 80% stenosed target lesion was in a non-tortuous and 10% calcified distal and proximal superficial femoral artery (sfa). Vascular access was obtained via a contralateral approach. The lesion was pre-dilated. Two 6x120mm eluvia self-expanding stents were placed. A 7x120mm eluvia stent was advanced for a bridging technique with the implanted 6x120mm eluvia stents. Deployment was initiated with the 7x120mm eluvia stent. Deployment stopped after 60-70 percent of the stent deployed. The pull grip was utilized however, the stent did not fully deploy. The stent delivery system was then retracted over the wire resulting in stretching of the 7x120mm eluvia stent. The eluvia stent eventually deployed fully with unsatisfactory results. No patient complications were reported.